Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter does not turn on. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The patient reported that the meter issue began the week prior to her contacting lfs. She reported that she manages her diabetes with insulin, (self-adjuster), and made no changes to her normal diabetes management in response to the alleged meter issue. The patient reported that because she was unable to carry out a blood glucose test, she developed symptoms of ¿thirsty, feeling confused, not feeling good, and tired¿. The patient reported that she self-treated with extra insulin. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. The csr noted that, when a new test strip was inserted the meter did not turn on. When the power button was pressed for at least 10 seconds, the meter did not power on. Based on the information provided the batteries did not require changing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event while using the subject meter. There is insufficient information to rule out the contribution of the subject meter to the event.